Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure and after the first anastomosis, when the surgeon tried to unscrew the ultima opcab system, it was impossible to withdraw the arm. It was blocked. The surgeon reported, he believes the screw mechanism was broken. He had to remove the stabilisator by pushing the heart away to complete the procedure, with no patient effects reported. The same unit was used to complete the procedure. The product is not returning.